Manufacturer narrative:
(B)(4).

Event description:
During attempted central line insertion, the wire from the central line kit broke sometime between insertion through the introducer needle and attempts at dilator use of catheter insertion. After wire insertion and cut with scalpel, insertion of catheter was unexpectedly difficult, so dilator was withdrawn , and another attempt of catheter insertion was attempted, and resistance was encountered. The catheter and wire were removed. At this point it was noted that the wire was approx. 10cm shorter than normal. A search of the remaining equipment did not reveal the wire. An x-ray and CT scans were conducted to identify if the wire was retained in the patient. CT scan showed no sign of wire. It is reported that it may have been possible that the wire was shorter than usual to begin with or that a broken piece of the wire was retained within the discarded material. The doctor indicated that the wire appeared to be shorter and only had two black markings instead of three. Also noted that the guide wire had "j-point tip" at one end, but guide wire appeared short. The customer reports the patient was highly unstable requiring central line insertion to maintain ongoing vasopressor/inotropic medications.

Event description:
During attempted central line insertion, the wire from the central line kit broke sometime between insertion through the introducer needle and attempts at dilator use of catheter insertion. After wire insertion and cut with scalpel, insertion of catheter was unexpectedly difficult , so dilator was withdrawn , and another attempt of catheter insertion was attempted , and resistance was encountered. The catheter and wire were removed. At this point it was noted that the wire was approx. 10cm shorter than normal. A search of the remaining equipment did not reveal the wire. An x-ray and CT scans were conducted to identify if the wire was retained in the patient. CT scan showed no sign of wire. It is reported that it may have been possible that the wire was shorter than usual to begin with or that a broken piece of the wire was retained within the discarded material. The doctor indicated that the wire appeared to be shorter and only had two black markings instead of three. Also noted that the guide wire had "j-point tip" at one end, but guide wire appeared short. The customer reports the patient was highly unstable requiring central line insertion to maintain ongoing vasopressor/inotropic medications.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.